Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the device had dirt in the forceps elevator. Other observations for the device are: due to a cut on distal end rubber coating (a-rubber), water tightness is lost; due to deformation of elevator channel plug, water tightness is lost; nozzle is deformed; adhesive on a-rubber is detached; a-rubber has discoloration; connecting tube has a scratch; grip is dirty; scope (s) s-cylinder is shaved; universal cord has a scratch, discoloration, and is dirty; s-connector has a scratch; angulation is lower than standard and has play; c-cover is dirty; adhesive around light guide (lg) lens has discoloration; and lg lens has a scratch. The user¿s complaint of low angulation was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of an issue of low angulation in the up/down knob occurring during preparation for use. There is no patient involvement and no harm reported to nay patient. Upon evaluation f the returned device, it was observed that the device had dirt in the forceps elevator. This medwatch is being submitted for the dirt in the forceps elevator observed during device evaluation.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Foreign material found in the device could not be identified. Although customer is trained as per olympus training and instructions for use (IFU) and performs the necessary reprocessing steps, the device has not been used for long time. Customer found the issue during general inspection. There was no procedure or patient involved. This device has not been used on a patient with the presence of foreign material. Device was not reprocessed at the time of return.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see update to e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the reported event is likely due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: if the cleaning, disinfection, and sterilization of the endoscope is insufficient in the IFU (reprocessing manual), it states that there is a risk of infection to the patient and the operator who performs the following procedure using the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.